Manufacturer narrative:
There is no documentation of a causal relationship between the hospitalization and diagnosis of sepsis and the liberty cycler. Additionally, there is no allegation of a malfunction against the liberty cycler. There is a possible temporal relationship between the patient¿s history of recurrent peritonitis and the diagnosis of sepsis. Based on available information, the causal event of the sepsis cannot be determined. The alleged event was not confirmed by the plant. The complaint sample was not returned for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up for an unrelated event with the peritoneal dialysis registered nurse (pdrn), it was noted that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) since (B)(6) 2016 was hospitalized for sepsis, systemic inflammatory response syndrome (sirs) (unknown signs/symptoms) on (B)(6) 2017. Medical records documented that there were no positive blood or urine cultures, but that the patient (a former physician) admitted to taking self-prescribed antibiotics (unknown type, route, dose, strength or duration) prior to hospitalization. This patient has a history of recurrent peritonitis, but unknown last diagnosis of peritonitis prior to the hospitalization for sepsis. Hospital course unknown. It is unknown when the patient was discharged from the hospital.